Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and non-penumbra guide catheter. During the procedure, it was reported that due to a tight fit, the physician was experiencing resistance using the guidewire along side the catrx and, therefore, the physician decided to remove catrx. However, while retracting, the catrx broke into two segments towards the wire exit port within the guide catheter. Therefore, the guide catheter was removed containing the broken catrx. The physician ended the procedure at this point. There was no report of an adverse effect to the patient.